Manufacturer narrative:
This report is for an unknown guide/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a procedure was performed on (B)(6) 2022 for a reduction of a right proximal humerus fracture. During surgery it was decided to place a mul-t-lock nail to reduce the fracture but, when placing the initial guide, it was evident that it was too lateral. Surgeon verified that it was not at the desired point. While repositioning the guide rhymes again, the tuberosity bursts. The specialist decided to pass the nail, the guide is passed and it is verified that this intramedullary nail did not reduce the fracture, therefore the implant was decided to change to philos plate. The procedure was delayed for unspecified amount of time to plate contamination issue. No further information provided. This report is for one (1) unknown guide this is report 2 of 2 for complaint (B)(4).